Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was an under infusion event on an adult patient. Fluid amounts and rates were adjusted to complete the infusion. No further information is available.